Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. At the time of troubleshooting customer had not addressed bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.